Event description:
The customer received a blood glucose reading of 172 mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 79 mg/dl. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no strips to return. Replacement test strips were sent to the customer.